Event description:
Mr. (B)(6) is a 55-year-old man with pmh of heterozygous familial hypercholesterolemia (hefh) (lvef <15%) 2/2 nicm nonobstructive cad from 2024 lhc. Osa on CPAP. Htn, h/o pe (provoked in setting of covid-19 in (B)(6) 2024), and dyslipidemia. Underwent elective ev ICD placement. He experienced pea arrest during defibrillation testing, received 1 shock and CPR with rosc achieved. Was immediately transferred to micu for postcardiac arrest management and post cardiac arrest shock. He was placed on ventilatory support. He required initially milrinone, vasopressin and norepinephrine drips. This is a pt who underwent an ev ICD implantation due to having low ef. However, he was implanted with an ICD as primary prevention given his low ef and nonischemic dilated cardiomyopathy despite being on gdmt at maximum tolerated doses. Pt refused to get a normal ICD as he wanted to be able to lift weight and get along with a normal lifestyle. Pt had a successful implantation of the ev ICD with all parameters being excellent. Given the mandated that dft needs to be tested on this new device was decided to go ahead and test him for defibrillation threshold (dft). Dft testing revealed that the device was not sensing and missed multiple ventricular fibrillation (vf) beats despite the vf being course possibly leading to delayed first shock which did not work. It took almost 7 seconds to give the first shock. The pt continued on vf he was thereafter got the second shock almost at 10 seconds almost simultaneously with external shock. Post dft testing was evidently clear that before the first shock he had missed a couple of beats and his device failed to sense multiple beats before he got the second shock. There is delay in him getting shocked possibly threw him into a pulseless electrical activity(pea) and thus a code blue had to be called. The pt was immediately given epi and bicarbonate and then he was started back on epi drip. Chest compression started with immediate effect and pt had to get not more than 2 to 3 mins of chest compression before his pulse came back and continued to be stable when he was moved to the ICU under multiple pressors including vasopressin, levophed etc., he was also started on an inotrope milrinone to increase cardiac contraction given his poor cardiac function. Prolonged vf due to delayed ejection and lack of sensing of multiple vf beats probably increased device sensing time and shock possibly caused acidosis which threw the patient into the pea that we found. The vendor was asked to send the records to medtronic so that we can get an answer. As to why there was this sensitivity issue with the device. The device failed to sense at least multiple times before the first shock with the first shock taking place after 7 seconds. The device failed to sense even more probably five or more based on the tracing that I am seeing before the second shock and it took the device 10 secs to shock. We probably simultaneously shocked him externally also. Having a low ef and long time on vf obviously threw him into acidosis leading to pea. This is despite the vendor using the standard sensitivity protocol for defibrillation threshold (dft).